Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Low o2 light, insulation has come off of the power cord where it goes into the unit. Filter doesn't stay in.